Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they did not know what led to the lower back pain and didn't do anything different. They were going for an MRI on (B)(6) 2016. They mentioned that they used "hot and cold" on their lower back.

Manufacturer narrative:
Section d information references the main component of the system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they were having lower back pain. They had a CT scan but they did not know if it was related to the device or therapy. It was indicated that the back pain was sudden. The patient stated it hurt to put their pants on. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.